Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake function was unresponsive to touch input until the user performed a screen recalibration by holding the button for 30 seconds and then completed a device reset, after which the sleep/wake button functioned as intended. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer troubleshooting and education regarding potential interference from skin oils or prolonged skin contact with the button. Investigation of this case revealed that user interface performance was temporarily impaired and resolved through recalibration and reset, indicating no persistent device component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface calibration drift and use conditions.